Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and high resistance/impedance was found. One patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2013. Programmer save to disk data shows one alert for "svc defib lead impedance 108 ohms" on (B)(6) 2013. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient heard an alert and went the physicians office. The right ventricular lead impedance was varying. Provocative testing noted no oversensing. The lead remains in use. No patient complications have been reported as a result of this event.